Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined troubleshooting with tandem technical support. The customer's blood glucose level was 214 (mg/dl). Reportedly, the customer changed out supplies and resumed insulin.